Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving more IV fluids than intended. At an unspecified time, the device was programmed to deliver an unspecified IV fluid, at a rate of 140 ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that the device displayed a rate of 500 ml/hr. There were no reported adverse pt effects. No medical interventions were required. The device was moved from clinical service. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2012 at 1845, line a of the device was programmed to deliver at a rate of 120 ml/hr, with a vtbi (volume to be infused) of 1000 ml, for a duration of 8 hours and 20 minutes, and the delivery was started. At 1910, the device alarmed with n232 prox air a, backprime. Back priming was started and stopped. Between 1911 and 1915, the device alarmed with n251 cassette test failure, was silenced, alarmed n102 infuser idle 2 minutes, and the device was turned off. At 1916, the device was reprogrammed to deliver at a rate of 500 ml/hr, with a vtbi of 950 ml, and the delivery was started. Between 1916 and 1920, the device alarmed with n234 distal air once, and n183 prox cool b at startup three times, and the device was turned off. At 2021, delivery on line a was restarted. At 2128, the device alarmed with n186 (distal occlusion), and the alarm was silenced. At 2130, the delivery on line a was restarted. At 2218, line a was reprogrammed to deliver at a rate of 120 ml/hr, with a vtbi of 1000 ml, and the delivery was restarted. Between air a, backprime), the alarm was silenced twice, the device alarmed n102 (infuser idle 2 minutes), and the device was turned off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.